Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch issue, plunger case and bottom case issues. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the bottom case by the l-bracket and both plunger cases were cracked. A review of the event history log (ehl) identified travel reverse error - check clutch/plunger lever. During the functional testing heard unable to duplicate check clutch error. The physical damage was verified during inspection. The root cause of the customer's reported issue of check clutch / plunger error was caused was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The root cause of the physical damage was customer induced. Replaced lead screw, clutch spring and both clutch halves as a preventative measure. Replaced bottom case, top case and both plunger cases. Performed occlusion test, preventative maintenance and all functional tests which passed.